Event description:
It was reported that the surgeon had difficulty in implanting set screws at both sides l4 during a posterior fixation procedure at l4-l5, because the set screws were cross threaded. One side set screw was replaced to a new one. Both pedicle screw and set screw were replaced on the other side. The procedure was completed without additional complications.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however, a like device catalog #8670855, 510k # k000453 was cleared in the united states. Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.